Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "cable fault" message and started to analyze on its own. Complaint indicated that there was no patient involvement in the reported malfunction.